Manufacturer narrative:
Super dimension has received devices which are under evaluation. There were no anomalies identified during the internal review of the DHR. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Site reported a pneumothorax post superdimension procedure. The patient's pneumothorax was noticed after the procedure. Patient received a chest tube and was hospitalized overnight and discharged.